Event description:
The customer reported that on (B)(6) 2012 (time unspecified), he called the paramedics because his blood glucose was 66 mg/dl. When they arrived and tested with their bg meter, the result was 96 mg/dl. No treatment was reported at that time. Later that night he had to go to the emergency room because his bg was still not regulated, remaining low (no specific values reported). He suspended basal insulin delivery and was eating, but after an hour and a half, his bg had not risen to normal range. In the emergency room they had him ingest more food and placed an IV, but did not actually need to use it for d50. He was released as soon as his bg reached normal range.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported malfunction. The pt reported that his blood glucose meter read low compared to the comparison meter. Inaccurate results can not contribute to reported hypoglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hyperglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and advises " you should perform a control solution test: when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."